Event description:
It was reported that there was no stimulation sensation in the patient¿s left or right leg. This began three days prior to the reported. It had been one month since the patient had to utilize the patient programmer and usually every 4-5 days they increased the settings but yesterday they went to use the patient programmer, increasing it on program a, for the right leg and foot drop to 9 and the patient was not feeling any stimulation sensation. Normally the setting was at program a around 2.9. The implantable neurostimulator (ins) was confirmed to be turned on. The patient kept the stimulation on ¿pretty much all the time¿ and they kept it recharged regularly. The patient switched to program b, for the left leg, and increased the stimulation from 4.4 to 7.0 and still had no stimulation sensation. Program a was set back to 2.9. It was noted that the patient had some parkinson¿s symptoms. They utilized an electric scooter and had begun increasing his physical therapy exercises recently with walking on a walker and utilizing the pulley on a door for him to pull himself up from the wheelchair to a standing position. The patient got a new bed about 6 months ago and reported that when the patient gets up he had to drag himself to get out of bed. The patient had also bought a sleep number bed but ¿hated it¿ stating that it was too difficult and a lot of work so they went back to a regular bed. There were no reports of a fall or trauma. It was noted that the patient uses a wheelchair and when he sits back down or get up he runs his device against the wheelchair arm. Electrode impedances were tested. Reference, 1: electrode 9 - 312 ohms and electrode: 5 and 6 >20k ohms, 2: electrode 10 - 321ohms and electrode: 5 and 6 >20k ohms, 3: electrode 11 - 339ohms and electrode: 5 and 6 >20k ohms, 4: electrode 12 - 286ohms and electro de: 5 and 6 >20k ohms, 5: electrode 13 - <(><<)>50 ohms and electrode: 5 and 6 >20k ohms, 6: all electrodes >20k ohms, 7: electrode 14 - 286ohms and 13 - 285 ohms and electrode: 5 and 6 >20k ohms, 8: electrode 0 - 306ohms and electrode: 5 and 6 >20k ohms, 9: electrode 1 - 312ohms and electrode: 5 and 6 >20k ohms, 10: electrode 2 - 321ohms and electrode: 5 and 6 >20k ohms, 11: electrode 3 - 339ohms and electrode: 5 and 6 >20k ohms, 12: electrode 4 - 286ohms and electrode: 5 and 6 >20k ohms, 13: electrode 5 - <(><<)>50 ohms and electrode: 5 and 6 >20k ohms, 14: electrode15 - 252 ohms and electrode: 5 and 6 >20k ohms, 15: all electrodes >20k ohms. The manufacturer representative had reprogrammed using 0-1+, and the patient felt no stimulation up to 9v. They reprogrammed using 0-2+ and up to 9.5v and the patient continued to feel no stimulation. With reference 0: electrode 3 showed 727 ohms, using 0-3+, the patient felt pricking sensation in his back area, stimulation up to 9v. The patient stimulation was to cover his right leg and his right foot to hip area. Additional information was received indicating that x-rays had been ordered but was not aware if they had already been taken. The manufacturer representative was awaiting notification from the physician or the patient. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), product type lead, product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger. Product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).